Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported by call that they ere experiencing high blood glucose level 3022 mg/dl. Customer did not perform troubleshooting. Device will not be returned for analysis.